Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 05 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that during use of the cortrak nasogastric feeding tube, the tube fractured at approximately the level of the diaphragm, leaving a retained segment in the patient¿s stomach. The remaining portion of the tube was removed endoscopically. Additional information received on 12-feb-2026, reporting that the tube had been in place for nine days for feeding and medication administration, had been previously declogged on (B)(6) 2026, and radiologic imaging (x-ray) confirmed a fracture with a retained segment in the gastric body. No comorbidities were identified, the patient was a 119-lb male, and the patient was discharged following the event.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The sample device was examined and confirmed the reported incident. At the 41cm mark location, the tubing appeared to have expanded to form a balloon shape which burst in radially causing a separation of the tube into two pieces. The incident was confirmed as reported however, a root cause could not be determined. All information reasonably known as of 08 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.